Event description:
It was reported that the patient's implant is locked and cannot extend. A revision surgery was requested under case number (B)(4) to provide a new standard axle and short tibial component. The revision surgery took place on (B)(6) 2024.

Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.